Manufacturer narrative:
The insulin pump was received with cracked/broken motor slide tip noted. Unable to perform displacement test due to broken motor slide tip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the piston inside the reservoir compartment was broken. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.